Event description:
It was reported that during a laparoscopic gastric bypass procedure, three devices were being used, one for the 5mm device, a reusable 5mm grasper and one for the 5mm suction irrigator all were leaking throughout the case. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally leaked tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The analysis results found that device (b) was returned in good visual condition. The device was functionally leaked tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked while inserting and removing the test probe. Leak test failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.